Event description:
Rn hanging padcev with secondary tubing from the pharmacy on the bag, attaching to primary tubing with chemolock connector. As soon as pushed start on plum pump, pump alarmed proximal occlusion. Rn had to change out primary tubing. Manufacturer response for primary plum pump tubing, (brand not provided) (per site reporter).